Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. The reporter stated that the pump was making a sound when alarming but not vibrating at all. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/15/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump had audio sounds but no vibration. The alarm settings were set to vibrate and the vibration did not work. The pump was opened and the vibration motor was found to be misaligned. Unrelated to the complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.